Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the devie operated within specifications.

Event description:
Customer's mother stated that her daughter has been experiencing high blood glucose. Mother called the hospital and was informed that something is wrong with the insulin pump. Manual injections work fine in decreasing blood glucose level. Diagnosed diabetes ketoacidosis. The blood glucose reading is 299 mg/dl. The previous blood glucose reading was 536 mg/dl. Mother has treated with manual injection. Customer has ketones. Caller has requested an insulin pump replacement. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.